Event description:
It was reported that the surgeon had to revise a l2-l5 llif w/ perc screws revision extension he completed on (B)(6) 2025 today due to loosening of the screws at l5. Upon inspection of the implanted creo mis screws, it was noted that the right l5 set cap was loose and took no force to remove. The surgeon up sized both l5 screws and add s1 screws to complete the construct. Upon closer inspection of the post op CT from on (B)(6) 2025, it was noted that there was a gap between the set cap and rod on the right l5 screw. However, the set cap was final tightened properly during the case. There was bony overgrowth around l5 from a previous l5-s1 fusion that was revised in the surgeon's case on (B)(6) 2025.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.